Manufacturer narrative:
It was determined that this event was a duplicate of the event reported under report number 3007566237-2017-03138. To this end, all further information will be reported under 3007566237-2017-03138 rather than this report. If information is provided in the future, a supplemental report will be issued.

Event description:
No new information was received. It was determined that this event was a duplicate of the event reported under report number 3007566237-2017-03138. To this end, all further information will be reported under 3007566237-2017-03138 rather than this report.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare professional regarding a patient who was implanted with a neurostimulator. It was reported two other patients had claimed to have their stimulation turn off when the recharger was used to recharge the device. No further complications were reported/anticipated.